Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during testing before implant, the right atrial lead exhibited noise. The lead was not implanted and was replaced. The patient was fine before, during, and after the procedure.